Manufacturer narrative:
Manufacturer's investigation conclusion: a pump stop event was confirmed via the evaluation of the log file data provided by the account. A direct correlation between the pump stop event and the patient expiration cannot be conclusively determined through this investigation. The submitted log file contained data spanning from 17aug2020 at 13:47:18 to 21aug2020 at 04:46:22, per the timestamp. Beginning on 20aug2020 at 23:32:01, a pump stop event was captured while the system was supported with the power module and persisted for the remainder of the log file. The pump remained off despite the system being connected to battery power from 20aug2020 23:53:37 21aug2020 at 00:21:18. The driveline was eventually disconnected from the system controller on 21aug2020 at 04:45:15, which appears consistent with the account¿s report that the patient expired on (B)(6) 2020 at 04:00:00. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential driveline wire compromise; however, a specific cause for the pump stop event cannot be conclusively determined through this investigation. The heartmate ii left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jul2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller alerted with a low speed advisory, pi event, and eventually progressed to pump off. The patient passed away on (B)(6) 2020. According to technical services (ts) the log file captured low speed events on (B)(6) 2020 followed by low flow events and pump off events for the remainder of the file until the driveline was disconnected on (B)(6) 2020. No unusual alarms were noted leading up to the low speed and pump off evens. The patient was connected to a patient cable when the alarms occurred. Additional information provided by a vad coordinator on 27aug2020 reported that the device did not operate as expected and the death was considered device related. The cause of death was believed to have been a progression of short-to-shield (related manufacturer's reference number: 2916596-2020-02176). The device will not be returned for evaluation.